Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and is indicated by terumo cardiovascular systems. The returned sample was visually inspected upon receipt, during which it was confirmed that the locking plates were broken. There was no damage or indication of mishandling on the device; however, there were slight wear marks on the returned plates which appeared to be from the locking and unlocking of the device over time. It was noted that the locking plates failed at the hole where the stress would be greatest when load was applied. The push bar had wear lines near the zeroed position suggesting that the unit had been locked at some point with nothing in the jaw. Dimensional measurement of the lock plates confirmed that they were in specification. Unused arms that had been manufactured under the previous owner of the device, (B)(4), were set up on the instron and the lock plates were cycled through 1000 uses (of extreme flexion and relaxation) to attempt forcing a failure. Five sets of lock plates were used during this test, during which no failures or deformations were noted. It is likely that the failure of the plates on the returned sample was due to an abnormal use condition. The failure is likely related to damage caused to the lock plate integrity during re-processing, such as sterilization while the unit was in a locked state. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 21, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass the hercules iii stabilizer arm was found broken. A small piece of the device was broken off, which looked to be from the spring and lock within the arm. There was no patient or surgical effect as this event occurred after completion of the surgery.